Event description:
During a technical support call, the patient reported experiencing drain complication. A follow up call with the patient's pdrn confirmed the patient was diagnosed with peritonitis due to break in aseptic technique. The patient is currently being treated outpatient with antibiotics. Medical records have been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions.